Manufacturer narrative:
During device evaluation, the reported issue (distal end adhesive peeling) was confirmed. It was observed that the adhesive on the bending section cover was chipped. Evaluation findings were as follows: probe air leakage, the bending angle in the up direction and the play of the up/down knob did not meet the standard value, the adhesive on the bending section cover had a crack, and switch 3 had a cut. Also, the image guide protector, the bending section cover, the light guide cover glass, the objective lens, and the connecting tube had scratches. The objective lens had a crack, and the acoustic lens was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported that the adhesive on the distal end of the evis lucera ultrasound gastrovideoscope was peeling. There was no report of patient or user injury due to the event. The subject device was returned to olympus for evaluation. Upon inspection and testing of the device, it was observed that the adhesive on the tip fixing screw was detached. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported event was confirmed, the cause could not be specified. The event can be prevented by following the instructions for use which state: "warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.